Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly the customer is wearing the pump supplies for 3 days. Tandem clinical support informed customer that wearing the pump supplies for 3 days, is off label, per the user guide. Customer¿s blood glucose (bg) was 95 mg/dl-"high"; although specific value was not provided. Elevated blood glucose levels were addressed by correction bolus via the pump, and changing the pump supplies.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. Change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. H3 other text : device not returned.